Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose level was "high" on the cgm graph. Elevated blood glucose was address by changing the pump supplies and resuming insulin delivery.